Event description:
Tpn was initiated on (B)(6) 2025 at 2150 at a rate of 100 ml/hr. Total volume of tpn bag 2400 ml. Air-in-line at 1700 with tpn bag entirely infused. Dextrose 10% infusion started at 50 ml/hr to fill gap between completed bag and due time of next bag. This order is available as needed on medication administration record. Significant hyperglycemia during tpn infusion. Per pump log report: volume infused 1838 ml. With air-in-line, 562 ml vtbi per pump. 23% volume/time error rate. The (B)(6) blood glucose level was prior to the tpn infusing too fast. Then we see significant hyperglycemia when during the tpn infusing too fast. The elevated blood sugars were not typical of patient's normal blood glucose range.